Event description:
As reported through the 2015-8 partner 3 study, per 7-year visit notes post implant of a 23mm sapien 3 valve, the subject's transthoracic echocardiogram (tte) noted progressive aortic valve stenosis with elevated gradients. Mean aortic valve gradient measured 34mmhg with aortic valve area of 1.0 cm2. Per the medical record, flow across aortic prosthesis appeared to be elevated and mild residual aortic regurgitation was seen. The tte noted progressive aortic valve stenosis with elevated gradients as compared to the year prior. The patient was seen 8 years and 3 months post implant for tee to evaluate the degeneration of their 23mm sapien 3 valve. Tee showed severe degeneration and it was determined that surgical aortic valve replacement (savr) was needed. Tte showed the aortic prothesis appeared to be functioning abnormally. The mean aortic valve gradient measured 47mmhg, and the calculated aortic valve area and area index by the continuity equation were 0.6cm2 and 0.3cm2/m2. The patient experienced some mild shortness of breath but overall tolerated things well. The patient underwent explant of the sapien 3 valve and savr 8 years and 5 months post implant.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the svd is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.